Event description:
It was reported that the customer experienced a low blood glucose reading of 46 mg/dl due to performing a lot of physical labor. The customer declined troubleshooting assistance for the matter, as he did not believe that the event was related to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.